Event description:
It was reported that the patient experienced a gi bleed and had it cauterized on (B)(6) 2014. The grounding pad was placed on the right side of the body (same side as the ins) and it had not been working as good since. The patient was told by the healthcare provider (hcp) that they had no success reaching the manufacturer representative. Since the initial report, the manufacturer representative had been in contact with the hcp and the appropriate contact information was given.

Event description:
The lead and the battery was removed after replacement of the lead and battery. The patient recovered without permanent impairment. Manufacturing report # 3004209178-2014-13522.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v842532, implanted: (B)(6) 2011, product type lead. (B)(4).